Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the lead wire in the patient¿s back came out "a couple of hours ago¿ the day of report. The patient was asked if the wires had just become unplugged from the screener and the patient stated they thought the actual lead wires had come out of their back but stated they were ¿(B)(6) old, I cant see back there to know for sure.¿ additional information has been requested. If additional information becomes available, a supplemental report will be filed.